Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 522 mg/dl. Customer alleged the pump did not deliver insulin as intended. Customer's husband assisted with delivering a 6 unit bolus as customer had blurry vision; however bg did not come down. Reportedly, the customer reverted to a previous pump for insulin therapy.